Event description:
It was reported that during the arthroscopic surgery on the left elbow, the tip of the super turbovac wand was missing. The missing part was found at the patient's elbow joint and was suctioned out. The surgery continued, and after the surgery, the radiology department was asked to take x-rays. No residual discs were found in the patient's elbow joint. It is unknown if there was a back-up device available or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.